Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that it took a long time to get a bolus and they want to clear the data. The agent assisted the patient clearing the data. The patient was able to connect to pump without lag. The patient will call back if further assistance is needed.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that it was taking a very long time to connect to the pump for a bolus since november or december 2024. Per the patient, "it sits at 90% forever". This was the patient's fourth or fifth pump and he never had trouble until he started using the handset. The patient got nine boluses per day. The patient mentioned they were allergic to morphine. Patient services assisted the patient with clearing data on the handset and the patient was able to connect to the pump very fast. Additional information received from the manufacturer representative (rep) indicated that the rep did not recall speaking with the patient and did not have any record of speaking with them.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the handset was lagging again at 90%. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance.